Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported a change in therapy and that it was occurring daily. The patient reported that she had a lot of falls last year but had not had any falls this year and didn't think the previous falls were related. It was noted that the change in therapy was gradual. The patient reported that normally stimulation covered the pain in the right leg. The patient reported that she was now feeling stimulation in her chest, stomach, abdomen, sexual organs as well as the right leg. The patient reported that by the end of the evening she didn't feel stimulation at all. The patient reported that it felt like stimulation faded until she felt no stimulation. The patient reported that she had used the programmer and had verified that stimulation was still on by noting the lightning bolt in the upper left hand corner. The patient reported that she had an appointment on (B)(6) 2017 and would like a manufacturer¿s representative (rep) there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know the circumstances that led to issues unless it was a lot of falling down in 2016. No steps were taken to resolve the issues. Patient still could not get in to see the hcp who knew about the pain stimulator. The issues were not resolved at the time of the event. Patient's weight at the time of the event was (B)(6)lbs. No further complications were reported/anticipated.